Event description:
During a remote follow-up, inappropriate vf therapy assurance (vfta) activation and shock were delivered for atrial fibrillation (af) due to an incorrect interpretation of signals. No intervention has been performed. The patient was stable and will continue to be monitored.